Event description:
It was reported that 9600 system had no image on the left monitor. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor and video switch boards were replaced during the service call. The system was tested and found to be working as intended, and put back into service.